Event description:
On 25th march 2026, it was reported by an arthrex employee via email that for an ar-1896, pinlock ii cannulated screwdriver, 3.5 mm hex, ø 5.5 mm x 14 cm long, was bent and the 2mm nitinol wire did not fit up to insert the screw. This was detected during a btb acl revision procedure on (B)(6) 2026. The procedure was completed successfully as 1 of the 1.1. Nitinol wire fit up. The complaint initiator further clarified that the 2mm wire was normal with no defect. The 1.1 mm wire fit up the cannulated screwdriver.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.